Event description:
It was reported that the pacemaker exhibited false pacemaker mediated tachycardia alerts. Programming changes were performed to resolve the issue. The patient was in stable condition.